Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying "three dashes." Per the onetouch ultra2 owner's booklet, this message appears if the meter has not been coded or if the code number has been lost. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began the day before he contacted lfs for assistance at approximately 4:37pm. The patient reported that he manages his diabetes with oral medications and denied taking any action regarding his usual diabetes management routine when he was unable to check his blood glucose. The patient claimed that at approximately 30 minutes later he developed symptoms of "shaking" and self treated with food/drink approximately 10-15 minutes later. During troubleshooting, the cca noted that the subject meter was not being used for the first time. The code had been previously set. The cca assisted the patient with setting the code in the meter and performing a test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.